Manufacturer narrative:
The partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 5076-52 lead, (B)(6) 2005; dtba1d1 crt-d, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that erosion occurred. A pocket revision was performed and the implantable cardioverter defibrillator (ICD) system remained in use. The patient reported the device site healed. Approximately 3 months later it was reported that erosion and infection occurred. The ICD system was explanted. No further patient complications have been reported as a result of this event.